Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 20 mg/dl. Troubleshooting revealed that an 18 unit bolus was delivered prior to the hospitalization. However, the customer denied programming that bolus. The insulin pump passed the displacement test and the programming was correct. The customer also stated that the buttons had not been responding properly for about two months. In addition, several alarms were found in the alarm history.